Event description:
It was reported that upon remote device data review, a red alert was seen from the remote communicator. The alert was for high, out of range pacing impedance (>3000 ohms) from the right ventricular (rv) lead. The patient was seen in clinic where provocative maneuvers were performed and the device was reprogrammed. Upon transfer to another clinic, however, this red alert for high, out of range impedance occurred again. Boston scientific technical services were contacted and discussed replacing the communicator and performing further rv lead integrity testing. The patient was subsequently seen in-clinic where provocative maneuvers and diagnostic imaging were performed again. Because all measurements were stable and within range, the physician elected to continue with remote monitoring. The communicator was also reset and the event was resolved. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.

Manufacturer narrative:
This report is being filed for additional information in b5.

Event description:
It was reported that upon remote device data review, a red alert was seen from the remote communicator. The alert was for high, out of range pacing impedance (>3000 ohms) from the right ventricular (rv) lead. The patient was seen in clinic where provocative maneuvers were performed and the device was reprogrammed. Upon transfer to another clinic, however, this red alert for high, out of range impedance occurred again. Boston scientific technical services were contacted and discussed replacing the communicator and performing further rv lead integrity testing. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.